Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels and the cause was not known. No additional information was provided. Tandem technical support advised the customer to discuss the event with a healthcare provider.